Event description:
Customer reported a past event of high blood glucose levels, which occurred after changing cartridges, resulting in consistently high readings indicated as "high." There was no specific measurement given for the blood glucose level. Cause was not known. Customer took corrective action through a correction injection via multiple daily injections and did not require third-party assistance. Recommendation was made to consult with a healthcare provider in regard to diabetes management.